Event description:
It was reported that during a frontal endoscopic sinus procedure, saline began leaking from the microdebrider cutter attachment. The procedure was completed with this cutter, without causing a clinically significant delay. There was no pt or user injury reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation requires.